Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the telescope assembly was kinked, and the guidewire exit port and tip were torn.

Event description:
It was reported that catheter issue occurred. The patient presented with ischemia. The more than 70% stenosed target lesion was located in a mildly tortuous vessel. An opticross 6 hd was advanced for ultrasound examination of the target lesion over a non-boston scientific guidewire. After the run was completed, it was noted that the catheter was difficult to remove. The technician was concerned that if they had continued to pull the catheter back on the guidewire, the guidewire would break. The wire and catheter were able to be removed together through the guide catheter. Upon removal, it was noted that the wire was kinked and the distal end of the catheter, proximal to the tip, was accordion-shaped. The procedure was completed successfully. There were no patient complications reported.

Event description:
It was reported that catheter issue occurred. The patient presented with ischemia. The more than 70% stenosed target lesion was located in a mildly tortuous vessel. An opticross 6 hd was advanced for ultrasound examination of the target lesion over a non-boston scientific guidewire. After the run was completed, it was noted that the catheter was difficult to remove. The technician was concerned that if they had continued to pull the catheter back on the guidewire, the guidewire would break. The wire and catheter were able to be removed together through the guide catheter. Upon removal, it was noted that the wire was kinked and the distal end of the catheter, proximal to the tip, was accordion-shaped. The procedure was completed successfully. There were no patient complications reported.